Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. An x-ray revealed dislodgement of the right atrial lead. The lead was removed and replaced. The patient was stable.